Event description:
It was reported that post a percutaneous transhepatic drainage, the distal portion of the catheter detached. The target location was the biliary. This 10.3/35 expel drainage catheter was implanted with no evidence of any problem. During an examination 28 days later, it was noted the distal part of the drainage catheter was found fragmented. The proximal part was extracted the same day, the physician tried to extract the debris of the distal tip but was unsuccessful. The distal part was left in the bowel. The patient's hospital stay was prolonged by an additional day and then she was released. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Examination of the returned complaint device revealed that there was a shaft break at the punched hole. There was a longitudinal crack along the shaft. In addition there were cracks at the punch holes of the catheter. No functional/dimensional inspection was performed due to the condition of the unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties is considered design related and additional manufacturing steps have been implemented to address this issue. (B)(4).

Event description:
It was reported that post a percutaneous transhepatic drainage, the distal portion of the catheter detached. The target location was the biliary. This 10.3/35 expel drainage catheter was implanted with no evidence of any problem. During an examination 28 days later, it was noted the distal part of the drainage catheter was found fragmented. The proximal part was extracted the same day, the physician tried to extract the debris of the distal tip but was unsuccessful. The distal part was left in the bowel. The patient's hospital stay was prolonged by an additional day and then she was released. No further patient complications were reported and the patient's status is stable.